Event description:
Customer reported pump being cracked on side and on bottom of their pump. Pump cap came off and at same time insulin was pushed into customer's body, approximately 20 units. 24-hour technician called paramedics and pump was returned for analysis.